Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump owner's manual instructs the patient to use only room temperature insulin to prevent the formation of air bubbles. The pump owner's manual instructs the patient to replace the infusion set every two to three days and replace the cartridge per directions from health care provider. The pump owner's manual also instructs the patient to perform the fill cannula step when changing sites. No conclusions can be made at this time.

Event description:
The patient reported experiencing a blood glucose of 600 mg/dl with shortness of breath. The patient reported that she had an issue with a large air bubble last week and there were many tiny air bubbles in cartridge at the time of the call. Pt reports she changed the site every four days and the cartridge every seven to ten days. The patient indicated that she did not fill cannula this morning when she changed site stating that she had done the fill cannula earlier; customer support advised the patient that the fill cannula step was need for each site change. Customer support advised the patient to use room temperature insulin and reviewed filling technique to prevent bubbles. Customer support also advised the patient to follow up with her health care provider to discuss the frequency of site changes. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.